Manufacturer narrative:
(B)(4). Date received for intake: 02-jun-2020. Material no.: 4468, batch no.: 0004126461. It was reported that the blue towels are tearing and leaving bits on the patient's skin. Per email: not sure if something has changed on the soap and paint kits but the blue towels are tearing and leaving bits of towel on the skin which could be an infection control issue if it were to migrate into the wound. Supplier was notified and awaiting investigation.

Event description:
It was reported that the blue towels are tearing and leaving bits on the patient's skin.

Manufacturer narrative:
Master production records were reviewed for the lot number by the manufacture of this product and no non-conformance were noted during the manufacturing of this lot. According to the investigation, the manufacture could not confirm the defect reported on the photo provided by the customer. A root cause could not be determined. Bd will continue to track and trend for this failure mode. Additionally, complaints are also reviewed monthly during our quality data analysis meetings.

Event description:
Na.